Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited a gradual increase in pace impedance measurements on the (rv) lead. There were no stored episodes with noise or oversensing, and all other diagnostics were normal. Troubleshooting options were discussed. The ICD system is continuing to be monitored. Additional information received indicates that the ICD exhibited pacing impedance out of range and high capture thresholds on the rv lead. Troubleshooting options were discussed and recommended. Reprogramming efforts were performed. At this time, the ICD system remains in service and no adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields to capture the explant of the device: b1: adverse event/product problem b2: outcome attributed to adverse event b5: describe event or problem field d6b: explant date h1: type of reportable event h6: impact codes.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited a gradual increase in pace impedance measurements on the (rv) lead. There were no stored episodes with noise or oversensing, and all other diagnostics were normal. Troubleshooting options were discussed. The ICD system is continuing to be monitored. Additional information received indicates that the ICD exhibited pacing impedance out of range and high capture thresholds on the rv lead. Troubleshooting options were discussed and recommended. Reprogramming efforts were performed. Subsequently, a scheduled revision of said rv lead was planned. During the lead revision, the set screw on the device would not disengage. They had to use a fixed wrench to release the lead. After the rv lead replacement, the physician attempted to engage the set screw and built up fluid, and heme sprayed out of the set screw and would not engage. The rv lead was surgically abandoned, while the ICD was explanted. Both products were replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis of the returned device found no evidence of device defect, malfunction, or damage outside the bounds of normal medical use. The device was subjected to and passed all automated testing. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Additional information was added to the following fields to capture the explant of the device: b1: adverse event/product problem, b2: outcome attributed to adverse event, b5: describe event or problem field, d6b: explant date, h1: type of reportable event, h6: impact codes.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited a gradual increase in pace impedance measurements on the (rv) lead. There were no stored episodes with noise or oversensing, and all other diagnostics were normal. Troubleshooting options were discussed. The ICD system is continuing to be monitored. Additional information received indicates that the ICD exhibited pacing impedance out of range and high capture thresholds on the rv lead. Troubleshooting options were discussed and recommended. Reprogramming efforts were performed. Subsequently, a scheduled revision of said rv lead was planned. During the lead revision, the set screw on the device would not disengage. They had to use a fixed wrench to release the lead. After the rv lead replacement, the physician attempted to engage the set screw and built up fluid, and heme sprayed out of the set screw and would not engage. The rv lead was surgically abandoned, while the ICD was explanted. Both products were replaced. No additional adverse patient effects were reported.